Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8575, lot # n0047635, implanted: (B)(6) 2006, product type accessory; product ID 8709, lot # j0178003r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the patient had dizziness and headaches. Since implant, the patient had had severe headaches; this had not happened with any of his other pumps. The nurse who was at implant asked when he was having his pump fixed; the patient stated he didn¿t know anything was wrong. He asked his physician and the physician told him ¿he did the best he could.¿ the neurologist told him to take tylenol and lay down to make the headaches go away; that didn¿t work. No alarms had gone off with the current pump; the alarm did go off on his prior pump due to eos (end of service). The patient was scheduled to go back in for a refill visit in two weeks. The patient felt the physician was trying to get rid of him as a patient. The pump was delivering morphine. The patient didn¿t know the dose and concentration but thought it was ¿something like 5¿. Additional information has been requested, but it was not available as of the date of this report.